Event description:
Rptr ulitizes these devices for tpn preparations. With this specific brand they experienced small plastic pieces "shearing" off when the needle inadvertently came in contact with the side of the IV injection site. The plastic pieces could be injected into the tpn fluid. There has been no pt harm so far. They have filtered these sets. Rptr has concern because these same products are used on pt injection sites. This same "shearing" effect could occur and the plastic pieces could be injected into the pt's bloodstream.